Event description:
It was reported the pt experienced difficulty locating and maintaining communication with the ipg. Various positions have been attempted in efforts to keep ipg communication to no avail. Follow-up revealed the charger is working, however the pt is still unable to establish communication with the ipg. The patient has lost weight. Surgical intervention may be considered at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.